Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿screws would not loosen in order to remove the back cover¿ was confirmed with the returned system controller (B)(6). Visual inspection revealed stripped screws on the battery cover. The screws were forcibly removed to continue functional testing. The returned system controller was functionally tested using laboratory equipment. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. A root cause of the damaged screws could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (B)(6) was shipped to the customer on 08jun2021. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ . Under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after implant, perfusion was attempting to install the backup battery into the primary controller. One of the screws would not loosen in order to remove the back cover. The backup battery could not be installed . The controller was exchanged.